Event description:
A customer reported their dxc 600 instrument generated false high na (sodium) and/or co2 (carbon dioxide) results for 7 patient samples. The results were not reported out of the laboratory so there was no impact to patients. When the issue was noticed, the samples were repeated on another dxc instrument and on the same dxc 600 after recalibration.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the flowcell ((B)(4)), eic valve ((B)(4)), na electrode and cl electrode tip, and mc sample probe ((B)(4)). The issue was resolved. The manufacturer reference number for this event is (B)(4).